Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn spoke to son. He purchased device for his father. His father complained of a burning sensation. On the top part of the male wick, around top vent area. Client had been nearing the 24 hour mark with his wick. It also looked discolored. Son was wondering how pee could get there, rn clarified due to him unable to hold his penis and direct it downwards sometimes it can move and land somewhere else. Client was also worried about the sweat on his back from laying all night, rn encouraged to use blue pads underneath and ensuring he is getting turned. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. Per follow up information received via phone on 05mar2026, it was reported he was prescribed antibiotics due to the burning sensation in his penis. It was believed to be an uti. The son also stated that he noticed that urine was pooling in the male wick. I referred him to lms for troubleshooting to make sure that the unit is suctioning properly. He will have his father's caregiver to call.

Event description:
It was reported that the rn spoke to son. He purchased device for his father. His father complained of a burning sensation. On the top part of the male wick, around top vent area. Client had been nearing the 24 hour mark with his wick. It also looked discolored. Son was wondering how pee could get there, rn clarified due to him unable to hold his penis and direct it downwards sometimes it can move and land somewhere else. Client was also worried about the sweat on his back from laying all night, rn encouraged to use blue pads underneath and ensuring he is getting turned. It is unclear if troubleshooting was performed.it is unknown if lot/serial number was requested.per follow up information received via phone on (B)(6)2026, it was reported he was prescribed antibiotics due to the burning sensation in his penis. It was believed to be an uti. The son also stated that he noticed that urine was pooling in the male wick. I referred him to lms for troubleshooting to make sure that the unit is suctioning properly. He will have his father's caregiver to call.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.instructions for use reviewed for this investigation. The reported event is addressed within the labeling as it state:warnings:do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters.precautions:do not use barrier creams, lotions, or ointments on the penis or pubic skin around the base of the penis when using the device. These may impede suction or weaken adhesive.recommendations:wash hands thoroughly before device placement.ensure the device remains connected after turning the user, monitoring for pulling and tension on the device.remove the device prior to walking.check device placement and user¿s skin at least every 2 hours.placement of purewicktm male external cathetertrim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device.note: moisture or soap residue on skin will weaken the adhesive.position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloffand press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive.when to replace purewicktm male external catheter# replace the device at least every 24 hours or if soiled with feces, blood, or semen.a DHR could not be performed since no lot number was provided.UDI format updated with available product information per gudid.h11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.